Event description:
Operator reported difficulty with the pt's vascular access during a routine hemodialysis treatment. Operator inadvertently left the arterial line clamped causing a series of alarms, which could not be resolved in a timely manner. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarms were attributed to problems with the pt's access and the clamped line. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding troubleshooting of alarms and rinseback. Nxstage medical considers this report closed. No add'l info will be provided.